Manufacturer narrative:
Findings: no unexpected constant tone anomalies or watchdog alarm anomalies noted during testing. Unit received with full black segment display due to moisture damage on all electronic assemblies. Unable to perform pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test and operating currents meas. Due to display anomaly. Unable to verify watchdog timeout alarms due to display anomaly. Minor scratches on lcd window, cracked lcd window, cracked case at display window corners, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
The customer reported via phone call indicating that the insulin pump alarm watchdog alarm. Customer's blood glucose at time of incident was unknown. Customer called in earlier and was told to take out battery for two hours. Customer was advised to inert a fresh battery. Customer stated that pump did not return to normal function. Customer was advised that pump will need to be replaced and to revert to backup plan.